Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator would not start ventilating when the patient circuit was connected to the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. A service engineer inspected the device and identified a leak in the patient circuit. The service engineer replaced the circuit and the ventilator passed all testing and operated within the manufacturing specifications.